Event description:
The customer stated that a patient sample generated a false positive result for the architect stat troponin assay. A positive result of 0.038 ng/ml was repeated negative at 0.017 and at 0.019 ng/ml. The customer's cut-off point for this assay is at 0.032 ng/ml. No impact to patient management was reported.

Manufacturer narrative:
Product evaluation was conducted to investigate this issue. A twelve-month review for similar complaints was completed with no adverse trend identified related to the product in question. The accuracy testing performed using the lot in question was performed and indicated that the lot in question met acceptance criteria. Based on the evaluation results, no product deficiency was identified related to the alleged malfunction reported by the customer. However, the customer was referred to the assay package insert for specimen collection and preparation.

Manufacturer narrative:
(B)(4). Product evaluation is in process and the results will be submitted in a follow-up report.

Manufacturer narrative:
Abbott has confirmed that architect stat troponin-I list number 2k41-28 lot 74264un11 is demonstrating a shift in expected results in some cases. This effect can vary from kit to kit. The issue is specific to lot 74264un11 of 2k41-28 and this list number is not distributed in the us. A product deficiency was identified and the specific root cause is being investigated. Initial indications suggested that the issue is caused by depressed (rlu) values. A shift down in patient/control concentration results (falsely depressed) could be observed when a non-depressed rlu reagent kit is used to calibrate and a patient/control sample is tested using a depressed rlu reagent kit. An elevated shift up in patient/control concentration results (falsely elevated) could be observed if a depressed rlu reagent kit is used to calibrate and a patient/control sample is tested using a non-depressed rlu reagent kit. All levels of abbott controls will detect the shift. If controls are out of range, performing a recalibration will restore the controls in range and accurate results would be generated. As described in the architect stat troponin-I package insert, it is recommended that each control level be tested once every 24 hours each day of use.